Event description:
As reported by hospital, when spiking the contrast bottle, after priming, they are experiencing difficulty de-bubbling the contrast line. That causes the account to have to re-prime and that causes them to lose about 50cc's of contrast. No incidents affecting pts.